Manufacturer narrative:
Attempts were made to obtain the return of this product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced as upon attempt to reposition the helix mechanism would not re-deploy. There was no movement of the helix after 30 turns. Another lead was successfully placed. Furthermore, it was noted that the patient's subclavian was very narrow and tight which may have contributed to the difficulty in helix deployment. No adverse patient effects were reported.

Manufacturer narrative:
2122870-2015-00454. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.